Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to stable angina and an elective percutaneous coronary intervention (pci) was performed. The target lesion was located in the 1st diagonal branch. After pre-dilatation, a 2.25x12mm promus element¿ plus drug-eluting stent was deployed at 14 atmospheres. Residual stenosis was confirmed as 0% and the procedure was completed. In (B)(6) 2013, the patient was discharged. In (B)(6) 2016, the patient developed septicemia and died from septicemia on the same day.